Event description:
Device malfunction: unable to recover embolic protection device with recovery catheter 1. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, an attempt was made to recover the embolic protection device with the rx accunet recovery catheter 1 with the shapeable tip design and was unsuccessful. The filter was removed by using the rx accunet catheter 2 low profile, flexible design. The patient did not experience any adverse event was discharged to home the following day. Though requested, there is no additional information available.

Manufacturer narrative:
Study event. The device was discarded. The lot number was provided. A review of the device history record did not produce any finding relevant to this report. As stated in the device instructions for use, the user has the option to use the alternate recovery catheter provided if the first one is unable to retrieve the filter basket. From the incident information and the device not being returned for investigation, the event appears to be related to the operational context in which the device was utilized.